Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 37 mg/dl, and he was treated by paramedics. The customer stated that he feels the insulin pump was not the problem, and he may has given an incorrect amount of insulin based on the sensor glucose readings rather than the actual reading. The customer also requested information about the six days use versus the three days use of the sensors. No further information was provided.